Event description:
Asr revision. Asr xl - right. Reason(s) for revision: pain and loosening.

Event description:
Asr revision; asr xl - right; reason(s) for revision: pain and loosening - stem. Update received: (B)(4) 2014 - added which component became loose: stem. Re-opened: (B)(4) 2014 - to attach query doc. Update received: (B)(4) 2014 - attached patient demographics document, added patient details: height, weight, age, co-morbidities and patient activity: activity matches age and he is a fit man for his age and (B)(4). Update received: (B)(4) 2014 - attached x-rays and bi-lateral query document. Update: re-opened (B)(4) 2014 - to close 3rd query request. Sent third request, awaiting translation of documents. Update received: (B)(4) 2014 - added (B)(6) reference number, added manufacturing dates and marked as legal. Re-opened(B)(4) 2014 to cross reference. Bi-lateral patient - (B)(4). Re-opened (B)(4) 2014: attached medical file - still awaiting translated version and advised of unanswered query and attached document.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: pain and loosening - stem. Update received: 3rd february 2014 - added which component became loose: stem. Re-opened: 10th february 2014 - to added query doc. Update received: 18th february 2014 - added patient demographics document, added patient details: height, weight, age, co-morbidities and patient activity: activity matches age and he is a fit man for his age and closed action activity request 2 and created action activity request 3. Update received: 20th february 2014 - added x-rays and bi-lateral query document. Update: re-opened 25th february 2014 - to close 3rd query request. Sent third request, awaiting translation of documents. Update received: 20th february 2014 - added (B)(6) reference number, added manufacturing dates and marked as legal. Re-opened 28th february 2014 to cross reference. Bi-lateral patient - please see (B)(4) for left side revision. Re-opened 3rd march 2014: added medical file - still awaiting translated version and advised of unanswered query and added document. Update received: 10th march 2014 - added translated medical file, advised according to medical file patient was (B)(6) at implant date and (B)(6) at revision date, but we were previously advised patient was (B)(6), so have left this in the patient age box below. Added further reason for revision: reduced mobility. Update 9 june 2014 the patients medical records mention that the patients cobalt levels had decreased significantly to 180 (which is still above the recommended levels of 120), together with presence of ample brownish synovial fluid and abundant metal oozing, all of which appears to define metallosis. This coupled with pain and stem loosening means that this complaint should be closed to CAPA. S backhouse. Closed to CAPA 10th june 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - right, reason(s) for revision: pain and loosening - stem. Update received: 3rd february 2014 - added which component became loose: stem. Re-opened: 10th february 2014 - to attach query doc. Update received: 18th february 2014 - attached patient demographics document, added patient details: height, weight, age, co-morbidities and patient activity: activity matches age and he is a fit man for his age and closed action activity request 2 and created action activity request 3. Update received: 20th february 2014 - attached x-rays and bi-lateral query document. Update: re-opened 25th february 2014 - to close 3rd query request. Sent third request, awaiting translation of documents. Update received: 20th february 2014 - added (B)(6) reference number, added manufacturing dates and marked as legal. Re-opened 28th february 2014 to cross reference. Bi-lateral patient - please see (B)(4) for left side revision. Re-opened 3rd march 2014: attached medical file - still awaiting translated version and advised of unanswered query and attached document. Update received: 10th march 2014 - attached translated medical file, advised according to medical file patient was (B)(6) at implant date and (B)(6) at revision date, but we were previously advised patient was 81, so have left this in the patient age box below. Added further reason for revision: reduced mobility.